Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to the best of our knowledge.

Event description:
It was reported that insulin leaked into reservoir compartment while using the insulin pump. It was stated that the customer had high blood glucose level of 492 mg/dl. No troubleshooting was performed. No other information was provided.